Event description:
This 70-year-old male had a self-contained penile prosthesis implanted 5/21/91 for eructile dysfunction post radical prostatectomy. He presents with reported failure of the prosthesis to function. The device was returned to co for further evaluation on about 10/5/95.